Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The physician suspected externalized conductors to be present. No electrical anomalies were detected. The physician elected to monitor the patient. The condition of the patient is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.